Event description:
It was reported that during treatment the distal end of the catheter tip allegedly broken. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a segment of the stent housing of a lifestent 5f delivery system was returned for evaluation. No material or components that may originate from a lifestent solo deployment system were returned. Photos of an x-ray screen and a video file were provided. The photos are showing various segments of the treated vessel and the overlapping stents. However, due to the resolution of the photos, no statement could be made regarding the alleged catheter segment. Based on the catheter segment returned it is considered that there was no device deficiency of the lifestent solo device. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use sufficiently address the potential factors of the alleged issue. The instructions for use states: "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.", and "gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath", regarding predilation the instructions for use states: "predilation of the lesion should be performed using standard techniques." However, based on sample evaluation in this case it is reasonably suggested that there was no device deficiency of this specific device. H10: d4 (expiry date: 12/2022), g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images and a video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2022). Device not returned.

Event description:
It was reported that during treatment the distal end of the catheter tip allegedly broken. The current status of the patient was unknown.